Event description:
Explant procedure was performed on (B)(6) 2016. And mr. (B)(6) who was a md, informed us at 14:00 on (B)(6) 2016. It was performed, due to device erosion and infection was suspected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).